Manufacturer narrative:
The proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016; 6949-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being prophylactically explanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.